Event description:
For the past 2 weeks the patient had been receiving and intermittent reading of an error 2 message. Since she was unable to obtain a reading she took her set amount of oral medication "metoprolol". On february 25, 2006 the patient obtained the error 2 message all day and was unable to obtain a reading. She felt dizzy and tried to obtained the error 2 message and went to the emergency rom in between 5-6 pm and her blood glucose was 293 mg/dl. She was treated with insulin and was released around midnight. Diagnosis was hyperglycemia and high blood pressure. The patient mentioned that she wasted several test strips due to the error 2 message. Customer care agent (cca) walked the patient through the proper technique and received an error 2 message. The test strips were damaged. An error 2 message could be caused either by a used test strip or a problem with the meter. The patient mentioned this morning she was able to use the subject meter and subject test strips and obtained a 134 mg/dl. The complaint is being reported as an adverse event as she was unable to obtaine a glucose result on her meter and was treated for hyperglycemia.